Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced. Customer's blood glucose was not reported.

Manufacturer narrative:
The insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No damage found on the motor assembly during visual inspection noted. No motor error alarm noted. The insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.